Event description:
On 11/04/93, an 84 yr old female pt was implanted with a single-lead atrial synchronous ventricular pacemaker sys. On 04/24/98, the MFR rec'd a report from a pacemaker ctr that the above mentioned pacemaker was tracking but not capturing. On 04/24/98, MFR requested that the clinic fax the pt's electrocardiogram strips to the MFR for eval. Clinic reported that adjusting the ventricular pulse amplitude and ventricular pulse width in the vvi mode did not affect capture. In adjusting the ventricular sensitivity to lo.5 showed no r-wave detection. Reprogramming was unable to successfully resolve the problem. On 04/27/98, MFR called the pacemaker ctr and was told the pt had a scheduled follow-up day that day. The MFR suggested an "all data" be performed and that the lead impedance be reviewed. Pacemaker ctr advised the pt records showed that the last lead impedance measured was 2.56 kohms. Review of pt's records at implant showed ventricular lead impedance of 400 ohms. It was recommended that the pt should be followed as if there was a ventricular lead failure. On 04/29/98, MFR contacted the pacemaker ctr and was informed that the pt's physician was advised of the pt's condition and no decision had been made regarding add'l med action or intervention.